Event description:
It was reported that during a follow-up, non-sustained rv oversensing was observed on stored egm. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.